Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no problem was found. A technical support specialist (tss) was unable to reach them. A downtime query was run on the server and confirmed that the carefusion coordination engine xml sent time was current with no disconnected flags. Es was receiving and successfully processing current messages. Health sight viewer was accessed, and no devices were displayed under the not communicating or disconnected status. An email was sent to the customer to confirm resolution. No further updates were received, and the case ticket was closed as the issue was resolved. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient orders from epic for cefazolin were not communicating to the device. This issue was occurring with all patients on the unit. However, there were no delays, adverse events or injuries reported based on this event.